Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture and cyst was reviewed on 28-june-22. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed opening on anterior side device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken shell assessed as to unidentified (tear) opening (shell thickness within specification). Also observed in the device more than three opening on anterior side assessed as surgical damage. Additional observations: crease flat observed in the surface of the shell no further actions are required as the device was implanted.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.